Manufacturer narrative:
Correction h.10 / h.11: initial emdr mentioned "2470688" in h.10 and h.11. It was an error and should not have been reported.

Event description:
Patient reported "left side lump and rupture". Lump is not considered device related. Device remains implanted.

Event description:
Patient reported "left side lump and rupture". Lump is not considered device related. Device remains implanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.